Manufacturer narrative:
(Date of event): date of event was approximated to 11/01/2022 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Device codes): (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. Post procedure, when the staff raised the upper body of the patient spontaneous removal of the device occurred due to intragastric pressure. There were no patient complications reported as a result of this event.